Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service found there was no ultrasound image displayed. Based on the results of the investigation, a definitive root cause could not be determined; however, the following are the potential causes: ultrasound image was lost due to ultrasound probe breakage. Ultrasound image was lost due to the ultrasound cable disconnection. Ultrasound image was lost due to the guide tube covering the flexible shaft became caught with the probe during rotation. Ultrasound image was lost due to increasing the viscosity of the lubricating oil. Ultrasonic images were lost due to the failure of encoder (nesa unit). Ultrasonic images were lost due to the failure of motor. Ultrasound image was lost due to the failure of the pc board. Ultrasound image was lost due to an abnormal connection of the ultrasonic cable connector electrical contact. The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system. Warnings and cautions or precautions. Storage of the ultrasonic cable. During the device evaluation, service found when the drive unit (motor) was loaded, noise was generated. The probe shaft was rotating due to the increased viscosity of the lubricating oil (castor oil) due to aging use. In addition, it was observed that when the ultrasound probe angle was operated, there was misalignment of the ultrasound image. Additionally, the curved rubber adhesive was cracked due to external factors. There were air bubbles inside the tip cap. Leaks were observed due to scratches on switch 1, switch 3, and switch 4. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center for evaluation with a report of image noise. There was no patient or user injury reported. During inspection and testing, service found there was no image displayed. This report is being submitted for the malfunction [no image] found during the device evaluation.